Manufacturer narrative:
(B)(4). Date sent: 4/10/2026. Investigation summary: the product was returned to ees for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample determined that the pn120 device was returned inside it's packaging opened for analysis. Upon visual inspection of the device and the packaged, no anomalies were observed. Although no conclusion could be reach on the cause of the reported event as per conditions of the returned device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device lot 545d26 number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure when checking the box, an open piece is found without being able to be used.

Manufacturer narrative:
(B)(4). Date sent 9/8/2025. D4 batch # unk. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the integrity of the package sterilization comprised? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.